Manufacturer narrative:
H6: investigation summary this complaint captures lot numbers 3143128 and 4311148. The other lot numbers mentioned in the entry description (lot numbers 2340015, 5006500, and 4100307) and the lot number of the sample shown in the photo (lot # 3190471) are captured and will be investigated under complaint 2524722. No samples (including photos) from lot # 4311148 were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that pen needle 32x4 la was missing label information. The following information was provided by the initial reporter: material no: 320479 batch no: 3143128, 4311148 it was reported that the customer is checking for the expiration date.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3143128 medical device expiration date: 2018-04-30 device manufacture date: (B)(6) 2013. Medical device lot #: 4311148 medical device expiration date: 2019-10-31 device manufacture date: (B)(6) 2014. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen needle 32x4 la was missing label information. The following information was provided by the initial reporter: material no: 320479, batch no: 3143128, 4311148. It was reported that the customer is checking for the expiration date.